Event description:
The customer stated that while testing a patient a result of 4.0 inr was obtained at 2:47 pm while using the coaguchek xs meter ((B)(4)). Within 5 minutes a second test was done using a different finger and a result of 4.0 inr was obtained on the coaguchek xs meter (serial number (B)(4)) while using the incorrect code key. A laboratory sample was then drawn 5-10 minutes after one of the meter tests. The result was 2.5 inr and the sample had been run with a dade innovin reagent. There was no treatment received based on any of the results. The patient's therapeutic range is 2-3 inr. The patient was not on heparin or any direct thrombin inhibitors. The patient did not have any antiphospholipid antibodies. There had been no new medications for the patient or any diet changes. It was reported that the patient is currently okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 20540311) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
A specific root cause for the event could not be determined. The strips were not returned for investigation. The returned meter & reference meters were tested with the current master lot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification. The strips were not returned.